Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible early elective replacement indicator possibly due to high left ventricular lead thresholds. The lead was reprogrammed and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.